Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, "on the av loop on the inside of the table pack, the cap was off the luer lock." The product was changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. Visual evaluation confirmed that the cap was disconnected from the luer. The root cause may have been an insufficient twist of the luer and cap during assembly. The pack will be reviewed during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).